Event description:
It was reported that a cartridge alarm 20 occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The alarm persisted despite trying multiple cartridges, so cts decided to send a replacement pump and cartridge load instructions, ensuring the customer used backup therapy for uninterrupted insulin delivery